Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all new orders were not crossing over, and logistic refill drops were not populating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the all-new orders were not crossing over to pyxis, and logistic refill drops were not populating. A technical support specialist (tss) spoke with customer confirmed that the issue had been resolved approximately two minutes before the call. Tss verified the resolution by checking the provided patient in station, which displayed correctly. The two previous failures were no longer showing, confirming that the issue had cleared. Customer created new case for logistic refill. The system functioned as intended after the technical support specialist verified the device.